Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 177 mg/dl and water was consumed to address the bg. The customer was dizzy and went to the emergency room. The customer was admitted to the hospital for low blood pressure and had gone into a hyperosmolar hyperglycemic state. The customer reported that due to the pump personal profile setting needing to be adjusted, the customer had not received enough insulin. The customer was treated with intravenous fluid, blood work. Echocardiogram and a cat scan. The customer's reported symptoms had been resolved. Reportedly, the customer was to wear the pump for 24 hours prior to being discharged. Upon follow-up, the customer reported to have been discharged on (B)(6) 2018 with a bg of 92 mg/dl. The customer was using a weight watchers app that helps to manage the carbohydrate food count for bolus deliveries.